Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming tablet was not functioning as expected due to a bent pin in the usb port. No patient therapy was impacted a different system was used intraoperatively. The suspect tablet was received by the manufacturer on 09/28/2016. Product analysis was completed on the tablet on 10/05/2016. During the visual inspection, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication during testing. After attaching a temporary usb port, functional testing was successfully completed. The identified port failure was due to mechanical stress and appears to be a user-related event. No further anomalies were identified. Review of the tablet device history record showed that all specifications were met prior to distribution. No additional pertinent information has been received to date.